Manufacturer narrative:
H4: the lot was manufactured between july 21, 2023 ¿ july 24, 2023. The actual device was not available; however, two (2) photographs of the sample were provided for evaluation. Visual inspection was performed which identified white marks located on the outer surface of the device that could be drug residue. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This was discovered prior to patient use. The device was filled with fluorouracil 3600 mg in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.